Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had chronically high thresholds since 2007. Device rarely paces due to programming mode and was reprogrammed with high outputs. The lead is still-in-use. No patient complications were reported as a result of this event.